Event description:
It was reported on (B)(6) 2010 that the elective replacement indicator (eri) message was displayed. The neurostimulator (ins) battery life was calculated to be 24 months using the following settings: 3.2v, 360us, 100hz and approx 24 hr/day use (sometimes the pt did not use the ins all day). A longer life was expected given the settings. The pt had three other program groups, but per use data, used those settings 99% of the time. The battery was 2.935v which was above the eri level, but the level might have been artificially high because the pt had the stimulation turned off for 1.5 weeks due to a forward fall she had two weeks prior. Following the fall, when the stimulation was turned on, the pt started having a "pinching" and "zinging" sensation in the mid back near the lead-extension connection site. The pt still was getting good stimulation in the legs, but had discomfort in the back area. Impedance levels were normal. On (B)(6) 2010, it was reported that impedance levels were normal; the lowest readings were on electrodes 2 and 12, which were 579 and 574 ohms, respectively. It was indicated that the left lead was kinked or cut just proximal to the anchor, and the left lead "pulled down a couple contacts on the lead." When the stimulation was turned on, the pt felt a sharp pain at the mid back in the general lead location. Within five days of the fall, the pt could not communicate with the pt programmer and received the eri screen. Another calculation was performed to estimate the ins battery life: 4.0v, 450 pw, 100 hz, 4+, 2- electrodes on 24hrs/day estimated longevity=7 months; using 5.0v, 450 pw, 100 hz, 4+, 2- electrodes on 24hrs/day estimated longevity = 5 months. On (B)(6) 2010, it was reported that the pt could not adjust stimulation with or without the antenna attached.

Manufacturer narrative:
(B)(4). Additional info has been requested, a f/u report will be sent if additional info becomes available.